Manufacturer narrative:
The device was received in normal working conditions with a battery level above elective replacement indicator (eri). An evaluation was performed under nominal and field settings, including a battery assessment at various amplitudes, and anomalies were detected. A battery assessment was performed and the battery was within the normal range of operation with appropriate longevity remaining. The reported event of premature battery depletion and high battery impedance was not confirmed.

Event description:
During follow-up, a drop in battery longevity and an increase in battery impedance was observed. The patient is pacemaker dependent. The device was explanted and replaced; however, no further information was available including the date of explant.